Event description:
It was reported to philips that the defibrillator gets blocked. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective processor board. The reported problem was confirmed. The customer was given a quote for a replacement processor pca. The customer did not accept the quote. Hence no work performed by philips. The investigation concludes that no further action is required at this time.